Event description:
This event is reportable based on the product analysis approved on 08/20/2008. It was reported that during a drug eluting stenting procedure, the stent would not cross the lesion. The lesion was located in the heavily calcified and severely tortuous distal right coronary artery. The physician advanced the 2.0x24mm taxus liberte stent to the lesion but was unable to cross the lesion. The physician then attempted a mother and daughter technique but it also failed. "While removing the stent, it was not inserted into the daughter catheter so, the physician picked out whole catheter and cut the front part of stent then could remove it completely." There were no patient complications. The physician completed the procedure a plain old balloon angioplasty. Patient status is reported as "good". However, the returned product analysis revealed that there was stent and shaft damage.

Manufacturer narrative:
Device evaluation: visual examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. The shaft polymer extrusion was broken. The break was measured at approximately 16.9cm distal from the port of the device. The break on the device was held together with a bandage when received at the investigation site. No kinks or damage was found on the hypotube. Visual examination of the tip revealed tip damage. The tip was flared. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.